Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow block alarm event on 24-jul-2024. The blockage was located at tubing. No further information available.